Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during routine testing, customer called and reported that device won't operate on battery power and then tried new battery with same results. There was no pt associated with the report.